Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter is experiencing a display issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2011 at 7:30pm, they allegedly discovered the "line through the display" on the subject meter, making the segments unreadable. The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. It is not known if the patient developed any symptoms, but the reporter claimed that the "pump gave an unspecified amount of bolus, but could not see the reading because of the line" causing the patient "to go low". The cca was informed by the reporter that on the same day and time that the reported issue occurred, the patient was taken to urgent care/clinic. It is not known if the patient was tested on another device, but was treated with glucose tablets/glucose gel at the clinic. During troubleshooting, the cca noted that there was no evidence of misuse and that the patient has a backup meter. Replacement products were sent to the patient. Although it not known if the patient developed symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a loose battery contact and a dirty meter display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.